Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited low impedance measurements. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece with all the tines were found intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.